Manufacturer narrative:
A steris service technician arrived at the facility and could not confirm the amount of water that leaked as it was cleaned prior to his arrival. The technician inspected the washer and found the unit was operating to specification. No repairs to the unit were made. The technician was informed by the sterile processing staff that the employee operating the washer at the time of the reported event was still in training and incorrectly loaded the containers; resulting in the leak. The facility confirmed that the sterile processing staff has instructed the employee of the proper way of loading containers into the reliance washer. No further issues have been reported.

Event description:
The user facility reported their reliance washer was leaking water onto the floor. No injuries or procedural delays/cancellations were reported.